Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This medical device report is to correct the previously submitted MFR: 2017865-2019-00813. It was reported that the merlin programmer exhibited diagnostics anomaly, over-estimation of the implantable cardioverter defibrillator longevity.